Event description:
During the injection of the product at the original surgery, allegedly the plastic tapered nozzle detached from the syringe and was left in the wound.

Manufacturer narrative:
Investigation is not complete. Additional information has been requested. Trends will be evaluated. This report will be updated when the investigation is complete. This event occurred in other country.